Event description:
(B)(4). I have pain and swelling since the implementation of essure. Not only that but jabbing pain on my left side of my uterus along with chronic bleeding and clotting during periods. My cycle is now only 14-18 days a part, and I bleed extremely heavy for 4-5 days. I also am extremely exhausted everyday. My gums sporadically bleed and I also have thinning hair. My insurance covered part of my procedure for essure. The side effects of essure were not disclosed to me and I feel lied and duped.